Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a patient with a postoperative refractive miss of -1.75. The patient was measured four times intraoperatively with the same intraocular lens suggestions. The intraocular lens power was noted to be different than the preoperative suggestion. Additional information requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative found that the dovetail mount had excess movement and replaced it, to resolve it. Alignment was verified and the system was calibrated. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).